Event description:
Reporter alleges in (B)(6) of 2018 he had an appt to see the urologist who implanted the prosthesis and after examination the urologist advised him of a hole identified in one of the tubes, he said the device was defective and needed to be replaced. The implant had failed and had stopped working. Reporter alleges he saw the urologist again and when he advised the urologist he had sought legal help, the urologist did not want to proceed with the revision surgery. Reporter sought a new urologist who did the revision and replaced the malfunctioned device on (B)(6) 2019.